Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line separated from the cartridge. A new cartridge was loaded resolving the issue. Customer's blood glucose level ranged between 187 mg/dl to high 200's mg/dl and correction boluses were delivered to correct.